Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical & science center. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon slow deflation occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 7.0 x 100 mm 200cm ranger (dcb) was advanced for dilation. During the procedure, resistance was encountered while withdrawing the catheter from the hoop. The guidewire was successfully advanced to the lesion site, and the balloon was inflated. However, deflation took longer than usual. Upon removal, the catheter appeared elongated, confirmed visually and the procedure was completed using this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon slow deflation occurred. The 100% stenosed target lesion was located in the superficial femoral artery. A 7.0 x 100 mm 200cm ranger (dcb) was advanced for dilation. During the procedure, resistance was encountered while withdrawing the catheter from the hoop. The guidewire was successfully advanced to the lesion site, and the balloon was inflated. However, deflation took longer than usual. Upon removal, the catheter appeared elongated, confirmed visually and the procedure was completed using this device. There were no patient complications as a result of this event.

Manufacturer narrative:
The ranger device was received advanced through its protective hoop. The device was removed from the hoop without issue; therefore, the reported removal issue could not be confirmed. A visual examination identified that the balloon was not folded which indicated that it was subjected to positive pressure. The device was inflated to rated burst pressure and deflated in a time which was within specification, therefore the balloon deflation issue could not be confirmed. The shaft of the device was found to be severely stretched. An examination of the tip and markerbands found no issues. No other issues were identified during the product analysis.